Event description:
It was reported that the customer received an unspecified "critical error" on the pump. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.